Event description:
The suspect device showed variation in test results when compared to the lab. The following test results were reported. Inratio = 2.7, lab = 1.7. A new strip lot was sent to the customer to perform additional tests on normal and therapeutic samples. Further follow up to be performed.